Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the snare loop broke after taking the snare out of the scope. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.